Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a biliary stenting procedure on (B)(6) 2010. According to the complainant, while attempting to deploy the stent, it appeared as if the external sheath was stuck; the stent could not be deployed. Further examination of the sheath revealed that the stent wires had perforated through the outer sheath, preventing proper deployment. The patient's anatomy was not tortuous, nor was the stenosis predilated. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) relates to (B)(4) for stent wires perforated catheter delivery system. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.